Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 47 mg/dl. Customer's current blood glucose was 72 mg/dl. Customer treated low blood glucose with food. The customer did experience any symptoms such as shaking, sweating as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had not been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not active at the time of event. Customer stated insulin pump was off due to insulin pump error alarm. Customer alleged insulin pump was over delivering as it resumed delivery. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
S/w ver 4.11e. Retainer = black. The customer alleged the pump is over delivering causing low bgs on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace/history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label peeling, and pillowing keypad overlay. The pump passed the functional testing. Low bg and over delivery anomaly are not confirmed. The pump history file lists data from (B)(6) 2021 to (B)(6) 2021. No data available for event date(B)(6) 2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.